Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to customer site. After evaluation of the instrument and instrument data, the cse found the sample dispense was slightly misaligned and adjusted it from 769 to 771. The cse also replaced the acid pump tubing connector due to a leak. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting (B)(6) for (B)(6). It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.